Event description:
It was reported that the user experienced a brief sensor issue of a dexcom g7 continuous glucose monitor while using the ilet system, characterized by transient signal loss that the agent explained as a temporary malfunction expected to resolve within hours. Symptoms included no reported adverse physiological effects. Outcomes included no impact to clinical status and no hospitalization. Investigation included user education and troubleshooting guidance provided by support, with monitoring for spontaneous recovery. Investigation of this case revealed a transient communication or sensing interruption without persistent device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was a temporary sensor communication disruption that self-resolved.